Event description:
It was reported that after initiating pump therapy, the user experienced persistent hyperglycemia with a peak blood glucose of 480 mg/dl despite automated correction boluses, with infusion set and supplies reportedly functioning and no bent cannula identified; the healthcare provider directed disconnection and administration of subcutaneous insulin by pen, after which the user reverted to backup therapy. Customer care provided assistance that included consultation with field support. Investigation of this case revealed that the cause of the hyperglycemia was unclear. No clinical symptoms associated with high blood glucose reported during the event. Outcomes included the need for additional treatment and a return to prior therapy without hospitalization. It was concluded that no device malfunction could be confirmed and that user management reverted to alternative insulin therapy per clinician direction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.